Event description:
It was reported that a patient underwent a bilateral blepharoplasty and an upper brow lift procedure on (B) (6) 2007. On (B) (6) 2007, the patient presented with swelling, irritation and a pinprick rash at the needle marks only under the eyelids. The plastic surgeon opines that the area was inflamed due to nickel allergy and prescribed topical steroid cream.

Manufacturer narrative:
(B) (4). (B) (4). Allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.